Event description:
The following has been reported by customer: a nurse started an infusion (4 ampoules of potassium in the syringe, 40 ml) with this syringe pump on (B)(6) 2025, at 7:00 p.m. The syringe pump was programmed at a speed of 10 ml/h. We confirm that a double check was performed by the nurse (dosage and syringe pump speed setting). The infusion should therefore have ended on (B)(6) 2025, at 11:00 p.m. When the nurse visited the patient's room at 10:00 p.m., she noticed on the syringe pump that the infusion was scheduled to end in 15 minutes (at 10:15 p.m.). This means that the entire infusion was administered between 7:00 p.m. And 10:15 p.m. (3 hours and 15 minutes), instead of the scheduled time between 7:00 p.m. And 11:00 p.m. (4 hours). The equipment has been isolated from investigation and logs check. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.